Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump did not record a low reservoir alert and that he had no insulin. His blood glucose was over 400 mg/dl and customer stated that he treated with his pump. The customer was advised that insulin pump would need to be replaced, to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was tested with a water fill test reservoir. Several bolus were programmed and delivered. Units left at display properly and match units left at test reservoir. The low reservoir alert feature working properly. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.